Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported atrophy and scar tissue cannot be established as the product is not available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus) cuff to increase the size of the cuff and due to atrophy. The patient had a urethroplasty and the aus was deactivated and detached around the urethra to allow it to heal. The urethral atrophy was observed in the operating room. The urethra had built up scar tissue so a 4.5cm cuff was placed in place of the 4.0cm cuff. No additional intervention was needed to treat the scar tissue other than increasing the cuff size. A new pump and balloon were implanted as well. A patient outcome of fully recovered was reported.

Event description:
It was reported that the patient had a surgical procedure to re-implant an artificial urinary sphincter (aus) cuff to increase the size of the cuff and due to atrophy. The patient previously had a urethroplasty and the aus was deactivated and detached around the urethra to allow it to heal. The urethra had built up scar tissue so a 4.5 cm cuff was placed in place of the 4.0 cm cuff. A new pump and balloon were implanted as well. A patient outcome of fully recovered was reported.